Event description:
Reportedly, the subject programmer no longer turns on. The power outlet, the connections and the cord seem to be functioning.

Event description:
Reportedly, the subject programmer no longer turns on. The power outlet, the connections and the cord seem to be functioning.